Event description:
The customer reported that her insulin pump alarmed during the prime process. Advised the caller that the device would be replaced and revert to back up plan. The blood glucose reading was 98mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.